Event description:
Patient's mother contacted dexcom technical support on 07/01/2015, to report that on (B)(6) 2015, the patient's continuous glucose monitoring system displayed an unrecoverable loss of antenna. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Subsequent to the initial MDR, the complaint transmitter was not returned to dexcom. The share receiver (part number stk-dr-001/serial number (B)(4)/lot number 5201422), being used with the complaint transmitter, was returned on (B)(4) 2015. The returned receiver was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. A review of the downloaded receiver log found gaps related to the customer complaint. The receiver case was opened for further evaluation. An interior inspection confirmed the reported event of a permanent out of range signal. The root cause was determined to be a defective component in the receiver's printed circuit board.

Manufacturer narrative:
(B)(4). The device has been received. Evaluation is not yet complete. A follow-up will be submitted upon completion of evaluation.